Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial kit for analysis. No definite signs of use were observed. Visual inspection of the guide wire revealed no obvious kinking. However, adhesive residue was observed within the swg tubing. The observed adhesive likely contributed to the resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." The returned guide wire was threaded through the cannula, and was able to pass, however, resistance was encountered. A device history record review was performed, and no relevant findings were identified. The customer report of a kinked guide wire was not confirmed through complaint investigation of the returned sample; however, functional testing of the guide wire with the cannula revealed major resistance which confirms the report. Visual analysis additionally revealed adhesive residue within the guide wire tubing. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Event description:
It was reported that prior to use in the clinical setting, "the doctor found the swg/needle resistance-kinked". No patient involvement.

Manufacturer narrative:
(B)(4). Other remarks: n/a; corrected data: n/a.